Event description:
It was reported that malfunction code 12 occurred, and no notable events preceded the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support received permission to continue troubleshooting with the customer, provided instructions for resetting the pump, and assisted with the reset and restarting of the g7 sensor. After the reset, the malfunction did not recur, and the customer successfully resumed insulin delivery.